Event description:
The instrument only applied staples on 2/3 of the staple line; body fluid leaked out of anastomosis. Suturing was used to complete the procedure. Additional patient details has been requested but not available at the moment.